Event description:
This spontaneous case was reported by a consumer and describes the occurrence of injury ("several physical complaints (injury)") in a female patient who received essure for sterilization. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced injury (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (intake at a hospital and the xenobiotic material will be removed). Essure treatment was not changed. At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: injury. The analysis in the global safety database revealed 02 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality safety evaluation of ptc the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: injury. The analysis in the global safety database revealed 02 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced several physical complaints (injury) and had intake at a hospital. The xenobiotic material will be removed. The event was regarded as anticipated according to the reference safety information for essure. In this case, the consumer did not specify what injury she had. Despite of the lack of details for a comprehensive causality assessment; considering xenobiotic material will be removed due to this injury, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident because device removal will be required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. As the reporter did not wish any further contact with the company, further information will not be requested.